Manufacturer narrative:
(B)(4).

Event description:
The trial patient reported via the manufacturer representative (rep) that they had lost consciousness after the leads were placed while they were placing the dressing. The rep left the room and the patient then gained consciousness in the interim. During post procedural programming, the patient had trouble breathing and stated his chest hurt. He was then sent to the ER where he received breathing treatments. It was not known what led to the event and if the issue was identified. The issue was not resolved at the time of the report. The rep was going to follow up with the patient during the trial to obtain further information. It was not known if any intervention took place or if there was patient injury. Additional information received from the rep in response to follow-up reported that the rep did not know the cause of the problem and no diagnostics had been performed. The difficulty breathing and chest pain subsided. No further follow-up was required.